Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapies for peritoneal dialysis (pd). It was not reported whether the dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced peritonitis. On an unreported date in (B)(6) 2012, the patient was hospitalized for the event. Treatment was not reported. It was reported that the cause of peritonitis might be due to a hormone in her body. On an unreported date in (B)(6) 2012, the patient was discharged. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot numbers gd892547 and gd892216. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This is report 3 of 3 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted.